Event description:
Following intraocular lens (ol) implant surgery, surgeon noticed the package of the iol delivery system had micro-punctures. The patient was treated with antibiotics as a preventative measure. The micro-punctures were not notices prior to product usage. The patient's outcome was good.